Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke while the fiber was being cleaned when the fiber supposedly reached 358,100 joules. No patient injury was reported.